Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported no diagnostics or troubleshooting has been performed. They switched the program from a to b and there was no more socking. The patient said their activity level has been slowly increasing over the last couple months. The pt couldn't connect a specific activity with the onset of shocking. The patient spoke to a rep and turned the settings on a down from 3.7 to 2.5, but the shocking on a continued. They were planning to meet with a rep to resolve the shocking.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reports he is having issue with random shocks when he is laying down for the last 4-5 days on program a which worked better than program b-bravo. Patient states he switched to program b and if he cough or sneeze he gets a shock so she turn down the stimulation on program b and seem to be doing ok and the pain come back somewhat because program a worked better. Patient states he is concerned the leads maybe moved 4-5 days ago. Ps asked if patient had fall or trauma and patient said no. The patient was redirected to their healthcare provider to further address the issue. Patient states he moved from hawaii to nc and he hasn't seen hcp since moving to nc. Patient states he retired from army and he likes to meet with local rep at the fort brag medical center. Caller was redirected to the healthcare provider (hcp) and listings were sent.